Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the user experienced system errors and heard an abnormal noise when the device was fired. The disposable and the system were all tested before starting the procedure, with no abnormalities found. It was reported that the user made two attempts to troubleshoot the device and complete the procedure with the brevera. The efforts to troubleshoot were unsuccessful; therefore, the user switched to a new device, which required a second incision. The procedure was completed successfully with the new device. A field engineer from the distributor visited the site on (B)(6) 2025, to examine the system. The console was checked using a test-needle and the reported abnormal noise was heard. Additionally, the needle could be fired; however, the biopsy was difficult to perform. The driver was also examined, and all movements were as expected. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.